Event description:
On (B)(6), 2013, a patient underwent an arcr (arthroscopic rotator cuff repair) procedure and had a healicoil sa pk 4.5mm w/2 ub-bl, cbrd bl implanted. Approximately, three months post procedure a tunnel enlargement was noticed. The patient is reported to be fine. Although requested, no further information will be made available.

Manufacturer narrative:
The customer has provided MRI images to the manufacturer. But without further clinical information the cause of the tunnel enlargement is unknown at this time. No malfunction of the device was reported. Should further information become available, a supplemental report will be submitted.(B)(4).